Manufacturer narrative:
An isi field service engineer (fse) has been dispatched to investigate the reported event. The fse replaced personality module audio / video (pmva) to resolve the issue. The system was tested and verified as ready for use. Isi has received the pmva involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed/ replicated the customer reported complaint. Printed circuit assembly (pca) tech was able to replicate the reported issue by installing the pmva into system and testing. Pmva failed with error 307 at start up. This board had firmware brick. No image or video was available for review. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance. Investigation revealed errors 90, 41014 and 40241 related to the reported complaint. An event verification confirmed the cholecystectomy procedure was performed on the reported event date (B)(6)2022 via system sk2185. This complaint is reportable malfunction event due to the following conclusion: it was alleged that the system had a non-recoverable fault during procedure and the fse replaced pmva to resolve the issue. While there was no harm or injury to the patient, system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the system had a non-recoverable fault. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed system logs and found errors 90, 41014 and 40241. The system was powered on successfully and the faults cleared on power off. The procedure was completed with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.